Manufacturer narrative:
(B)(4). Concomitant products: alaris pc carefusion pump, carefusion smartsite infusion set. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow. This occurred while the customer was attempting to infuse vancomycin. The device was being used with a non-baxter pump and a non-baxter primary set. There was no patient injury or medical intervention associated with this event. No additional information is available.